Manufacturer narrative:
Additional manufacture narrative: a review of complaints for architect creatinine reagent lot 07255un20 identified only current complaint for creatinine results. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect creatinine reagent lot, 07255un20. In addition, as part of the investigation, a cross functional team (cft) reviewed the complaint and determined the architect creatinine assay was being used per the intended use of the assay. The patient had elevated architect creatinine results which determined the treatment of the patient. As the customer used the assay correctly, a risk evaluation was initiated. During the risk evaluation, the cft performed a reviewed the risk management file and concluded the risk management file is adequate and no updates are needed.

Manufacturer narrative:
A review of complaints for architect creatinine reagent lot 07255un20 identified only current complaint for creatinine results. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect creatinine reagent lot, 07255un20.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine result on architect c8000 processing module for one transplant patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial creatinine=10.6 mg/dl /repeated on (B)(6) 2021=1.5 mg/dl. Laboratory reference range for creatinine=0.6 mg/dl to 1.1 mg/dl. The patient was admitted into hospital and physician performed procedures on patient due to falsely elevated creatinine result. There was no additional information provided by customer regarding treatment or medication for patients. There was no additional impact to patient management reported.